Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject device (1.25mm holding clamp, part number 395.125, lot number 9567325). The subject device was returned with the complaint condition stating that a portion of a device broke at an unknown time postoperatively. The clamp broke on the top side where it connects to the bar. Visual inspection shows that the clamp is broken where it connects to the k-wire. One side of the clamp remains intact. Otherwise the clamp is in good condition. A visual inspection, dimensional test, drawing review, and DHR review were performed as part of this investigation. The drawings holding clamp 1.25mm and clamp were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The height of the clamp was measured, and was found to be 3.00mm, which meets the specification of 3mm. No definitive root cause was able to be determined. The root cause is likely related to application of excess force on the device through overtightening of the nut on the clamp and/or through the k-wires. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an external fixation device and is not implanted/explanted. Device was attached on (B)(6) 2016 and replaced on an unknown date during a follow up visit. Manufacturing location: (B)(4). Manufacturing date: august 27, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a portion of a 1.25 mm holding clamp broke at an unknown time postoperatively. The patient had undergone a surgery to repair a finger fracture on (B)(6) 2016. Subsequently, the clamp broke on the top side where it connects to the bar. The cause of the breakage is unknown. The broken portion of the clamp was successfully replaced during a postoperative follow-up visit at the surgeon's office. This is report 1 of 1 for com-(B)(4).